Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a check water trap error every 90 seconds. The user changed out the water trap and the device will work for about 90 seconds and then it will alarm again. When the check water trap error comes up, gas monitoring stops and the readings show dashed lines. Once the user unplugged the water trap and plugged it back in the monitor starts working again. The monitor is being used for end tidal c02 and there is an anesthesia machine monitoring the patients' anesthetic gases. No patient harm was reported. The customer returned the device to nihon kohden and an exchange unit was sent to the customer. Investigation summary: based on the operator's manual, the cause of gas check watertrap error message is related to improper setup of the device or use of an unspecified sampling line. The customer was sent an exchange device to resolve the issue. No further action is warranted. Manufacturer narrative: b4: date of this report g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event codes h10: additional narrative/data

Event description:
The biomedical engineer reported that the multigas unit was giving a check water trap error every 90 seconds. The user changed out the water trap and the device will work for about 90 seconds and then it will alarm again. When the check water trap error comes up, gas monitoring stops and the readings show dashed lines. Once the user unplugged the water trap and plugged it back in the monitor starts working again. The monitor is being used for end tidal c02 and there is an anesthesia machine monitoring the patients' anesthetic gases. No patient harm was reported. The customer returned the device to nihon kohden and an exchange unit was sent to the customer.

Event description:
The biomedical engineer reported that the multigas unit was giving a check water trap error every 90 seconds. The user changed out the water trap and the device will work for about 90 seconds and then it will alarm again. When the check water trap error comes up, gas monitoring stops and the readings show dashed lines. Once the user unplugged the water trap and plugged it back in the monitor starts working again. The monitor is being used for end tidal c02 and there is an anesthesia machine monitoring the patients' anesthetic gases. No patient harm was reported. The customer returned the device to nihon kohden and an exchange unit was sent to the customer.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.